Event description:
The customer reported that the 3100a ventilator did not meet a performance specification. The delta p measured low during the performance check. It was 45 cmh2o and should be 65 minimum. There was no patient involvement.